Manufacturer narrative:
The reported high impedance issue was not confirmed. The returned ipg, passed all functional testing. Ipg should not have been reportable. Device code should be "(B)(4) - adverse event without identified device or use problem"

Event description:
Additional information from product performance engineering has confirmed normal device characteristics of ipg. Issue is attributed to the leads and not ipg.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-02102, 1627487-2020-02103. It was reported the patient experienced ineffective therapy. Diagnostics indicated that the leads had multiple contacts with high impedance. In turn, surgical intervention took place on (B)(6) 2020 wherein the ipg and leads were explanted and replaced. It is unknown which lead is related to the issue. Therefore, all the suspected devices are being reported. Effective therapy was restored postoperatively.